Event description:
Patient with chronic pain due to fibromyalgia. She underwent placement of a morphine pump a couple of years ago, which developed a malfunction. The pump was revised late this year. This was an uneventful surgery, and included excision of an area of dystrophic calcification around the catheter and removal and replacement of the catheter. The pump was left in place and refilled with a new dose of morphine. The morphine is delivered at 0.5 mg per 24 hours. It is a non-programmable pump. Since the patient's revision surgery, she has continued to complain of increasing pain and disability. Over the past week, prior to surgery , she had complained of numbness from the waist down. There has been no true motordysfunction and no incontinence. She was having a lot of leg spasms. The patient was seen in the office and had an intact neurological exam except for decreased sensation in a global stocking distribution from the groin down. She was able to ambulate independently with some assistance and with a lot of effort on her part. The patient called the office on the date of admission indicating that she was getting worse and she could not feel her legs. She stated that her pain was totally uncontrollable. Shewas brought to the emergency room by ambulance and admitted. Apparent complication of some type related to the revision of the morphinepump, also uncertain cause. MRI and CT were negative, and the patient had asuccessful morphine pump trial when it was originally put in a couple of years ago. There was no sign of infection or any other problem related to the surgery. The physician, based on his findings, concluded the pump was malfunctioning and needed removal.